Event description:
The customer stated she was hospitalized for low blood glucose. The reported blood glucose reading at the time of the phone call was 50 mg/dl. The customer stated she had surgery five days prior to the hospitalization for low blood glucose, and is not sure if the surgery may have had anything to do with it. Troubleshooting was performed and the insulin pump programming was correct. However the reservoir volume was not counting the insulin amount correctly. Advised the customer to discontinue using the insulin pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have cause or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.